Event description:
The customer reported that the 60-6085-201a, vcare 200a ¿ medium was being used during a robotic total lap hysterectomy procedure on (B)(6) 2022 when it was reported ¿handle spinning, broke during use and could not drive uterus, no patient injury or adverse outcomes. Removed from service and pulled a second one from the shelf and proceeded with procedure.¿ the procedure was completed with the use of another 60-6085-201a vcare. There was no report if injury, medical intervention, or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-6085-201a in original packaging. Lot number was verified. Performed a visual inspection, the handle was not in the correct position. Performed a functional inspection, the handle rotates 360 degrees. A two-year lot history review shows a total of 2 complaints for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 104 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet returned.

Event description:
The customer reported that the 60-6085-201a, vcare 200a ¿ medium was being used during a robotic total lap hysterectomy procedure on (B)(6) 2022 when it was reported ¿handle spinning, broke during use and could not drive uterus, no patient injury or adverse outcomes. Removed from service and pulled a second one from the shelf and proceeded with procedure.¿ the procedure was completed with the use of another 60-6085-201a vcare. There was no report if injury, medical intervention, or hospitalization required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.